Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor and no delivery tests. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after a battery change. Customer's blood glucose was 560 mg/dl at the time of incident and have been high all day. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.